Event description:
The following info was provided by the cook area rep based on comments made by the user. The cook disposable hemostasis clip was attached to the targeted site. The handle of the device broke preventing clip deployment (i.e., the clip was positioned on the tissue and would not release from the deployment device). The clip remained in position and pliers were used to retract the cable and catheter of the deployment device. The physician used two clips made by a different MFR to complete the procedure. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: the device was returned to the qualified vendor. The eval had these comments: the drive wire was confirmed to be detached from the handle. There were no defects observed on any of the components returned with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: the drive wire was confirmed to be detached making the device inoperable. Prior to distribution, all disposable hemostasis clips are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: the appropriate personnel have been informed of this type of occurrence. A change has been implemented in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this change. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.